Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01018.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted one coil in the target vessel using the lantern. Then, while advancing a ruby coil through the lantern, the physician experienced resistance and subsequently, decided to remove the ruby coil. While retracting the ruby coil, the physician felt the ruby coil like a ¿slinky¿. Therefore, the entire system was removed. Upon removal of the entire system, the physician noticed that the ruby coil unraveled, and the distal end of the lantern was kinked. The procedure was completed using a new ruby coil and a new lantern. There was no report of an adverse effect to the patient.